Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unk. Bard (ref. (B)(4)). Description of complaint event: "it was reported that before introduction into the patient, the catheter was tested and the embolectomy balloon loosened. If that had happened, the incident would have been serious." The device is available for return. Additional information was received via email on 29apr2019 from regulatory affairs manager and quality assurance. Bard, distributor: "the end of the catheter including the balloon, a little more than 1cm, broke off completely (exact conditions unknown)." Patient status: patient not involved. Type of intervention: na.

Event description:
Procedure performed: unk. Bard (ref. (B)(4)). Description of complaint event: "it was reported that before introduction into the patient, the catheter was tested and the embolectomy balloon loosened. If that had happened, the incident would have been serious." The device is available for return. Additional information was received via email on 29apr2019 from regulatory affairs manager and quality assurance. Bard, distributor: "the end of the catheter including the balloon, a little more than 1cm, broke off completely (exact conditions unknown)." Patient status: patient not involved. Type of intervention: na.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.